Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior mesenteric artery. A 7.0x20x75cm express® ld iliac / biliary stent was advanced for treatment. During stent deployment, the balloon was inflated once but the balloon ruptured. The ruptured balloon was removed completely from the patient's body. The physician then advanced a different balloon and post dilated the stent. A computerized tomography angiography was performed to confirm proper stent placement and the procedure was completed. No patient complications were reported.